Manufacturer narrative:
Concomitant medical products: product ID: 694765 lead, date of implant (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for low pacing impedance. It was further reported that on the interrogation report some undersensing by the right atrial (ra) lead was noted. The leads remains in use. No patient complications have been reported as a result of this event.